Event description:
It was reported, the device had become unpaired from the mobile transmitter and attempts to repair the device to the mobile transmitter were unsuccessful. Technical support was contacted and suspected a bluetooth telemetry issue and recommended an in clinic follow up for further investigation. No further intervention has been performed at this time, the patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.